Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor plasma (cell clumping) was observed. Additionally, retention samples from bd inventory were visually inspected with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. This complaint has been confirmed based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 5 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter: we¿ve been working with the cpt tubes but finding that we¿re getting quite clumpy cell suspensions which isn¿t good for our intended use of single cell genomics.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 5 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter: we¿ve been working with the cpt tubes but finding that we¿re getting quite clumpy cell suspensions which isn¿t good for our intended use of single cell genomics.